Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had an incisional hernia repair and mesh removal on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, she had another mesh removal and hernia repair and mesh was implanted. The surgeon noted that the mesh had become completely disrupted from the abdominal wall and retracted to one side. The surgeon also noted dense adhesions to the mesh itself. It was reported that the patient continues to experience pain, nausea, inflammation, loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/24/2019. Additional narrative: it was reported that following the procedure the patient experienced bleeding, infection and scarring.